Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error. There was no allegation of device malfunction reported by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting for a related report of a check patient line alarm which occurred on the homechoice (hc) during fill 1, the (B)(6) home patient (hp) stated she disconnected from the machine while waiting for assistance and did not properly disconnect. The baxter technical service representative (tsr) assisted the hp in ending therapy. The hp would restart with new supplies. There was no patient injury or medical intervention reported.